Event description:
It was reported the screen on the programmer when you turn it on looks like the matrix. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm a display issue with this programmer. Correct functionality of the programmer was verified at the bench and the programmer passed functional test.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.